Manufacturer narrative:
The customer reported complaint of the autopulse platform (sn (B)(4)) displayed a user advisory "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. Zoll technician observed the drive shaft on the autopulse platform was not at the "home" position in which caused it to display ua 45 error message. The root cause of the reported complaint is likely attributed to user error. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse platform is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear a user advisory (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the backlight of the display flickers briefly when switched on and is dark afterwards. The pca board need to be replaced to remedy the display issue. The archive data review showed multiple ua 45 error messages around the reported complaint date, thus confirming the reported complaint. During the initial functional testing, the autopulse platform displayed a ua 45 error message. The driveshaft was rotated to the "home" position to clear the ua 45 error message. Zoll is waiting for customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
During training, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message. Customer was unable to clear the error message. No patient involvement.